Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the evening following the implant procedure of the leadless implantable pulse generator (ipg), the patient vomited and low blood pressure occurred. The operation itself was successfully completed. No exudation of pericardial effusion was confirmed by ultrasound evaluation. No thrombus from the inguinal region to the intraperitoneal was confirmed. Then, pacing became failed and it was followed by cardiac arrest. The spontaneous circulation was returned by cardiac massage. The blood pressure increased. After a while, cardiac arrest was developed again and the patient died. The attending physician judged that the patient developed suffocation due to aspiration of vomitus followed by cardiac arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.